Event description:
During a procedure, the nurse opened the folio package and noticed a hole in the package. The package was not used. Another package was opened for the procedure.

Manufacturer narrative:
Device used for treatment. The chronos strip, 100mm x 25mm x 3mm, b-tcp, sterile-(B)(4), pn (B)(4), lot n003229, was manufactured to the norian work order (B)(4). There were no mrrs, ncrs, or complaint-related issues with this lot. The investigation is ongoing.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned. Review of manufacturing records has been requested.